Event description:
The hcp reported the patient came into the clinic for a dose increase upon interrogation, it was noted there was a motor stall in the event logs at 14:44 and a motor stall recover at 15:44. "Patient is having great control."

Event description:
Additional information from the hcp reports the pt had an MRI the day the pump indicated a motor stall upon interrogation. There have been no problems or issues since then.